Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's misunderstanding of erratic results.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected blood glucose test result range is 110 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication / insulin to manage diabetes. The customer provided that they have not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer and produced test results of 513 mg/dl and 466 mg/dl. The product is stored in the dining room. The test strip lot manufacturer's expiration date is 11/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous fasting test results: (B)(6). Adverse event not reported.